Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The treatment rendered was not reported. The cause of the peritonitis was unknown. The patient recovered from the peritonitis and was discharged from the hospital.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k05052, h12i11061 and h12h06113 and no exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should relevant additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.